Event description:
It was reported that occlusion alarms occurred. The customer addressed the issue by changing the pump supplies and resuming insulin therapy. Reportedly, the customer was vomiting, had an increased heart rate, and elevated blood glucose (bg); bg value was not provided. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, customer was still admitted to the ER and declined further follow-up to obtain a release date. No additional information was provided.